Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during drain one of peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records for an m30 balloon valve leak alarm and a report of a high drain volume that had occurred early in the patient¿s therapy. It was noted that the patient had drained 4953ml which is 198% the patient¿s prescribed fill volume of 2498ml. At this point in time, there was no report of a patient injury or medical intervention as a result of the iipv event. Upon discovering the iipv event, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient¿s treatment was cancelled after their first cycle. The patient was reported to have manual supplies to continue with their treatment while waiting for a replacement cycler. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was initiated and completed on the cycler with no failures identified. It was noted that a squeaking sound was heard coming from the pump during the dwell phase, but this did not hinder completion of the treatment. The pump was removed and replaced during cycler refurbishment. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.